Event description:
It is reported that the liner would not seat. A new one was opened.

Manufacturer narrative:
The tm reserve surgical technique states to "make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting." Using a sutures cutout would not allow this alignment to occur. No other complaints of any type have been reported for this lot of liners. The difficulty seating the liner is most likely due to not aligning the liner correctly. As returned, the liner has damage indicative of contact with the post on the reverse stem. The damage also indicates that the liner was impacted at the wrong orientation using one of the suture cutouts in the poly instead of the alignment cut out. Device history records indicate all components were manufactured and inspected to specification.